Manufacturer narrative:
The treating physician reported that the iridex iq577 laser system was set to "micropulse" mode, but the laser fired in "continuous wave" mode, leading to a macular burn. A representative from the distributor, (B)(6)., visited the (B)(6) hospital to investigate the incident. The iridex iq577 laser system was reported to be "operating per prescribed operating parameters." No problem was identified with the device. The visual screen display indicating whether the device was in micropulse or continuous wave mode was working properly. However, the voice prompt that provides an audio cue as to whether the device is in mircopulse or continuous wave mode was found to be set to the "mute" condition. Based on the feedback from the distributor indicating the iridex iq577 device was operating properly but with the voice prompt muted, indicates possible use error and/or improper device set-up prior to the procedure.

Event description:
The treating physician reported that the iridex iq577 laser system was set to "micropulse" mode, but the laser fired in "continuous wave" mode, leading to a macular burn.